Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely degradation led to the issue of corrosion on the adhesive and stress led to the issue of a chip on the acoustic lens. Both probable causes led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasonic bronchofibervideoscope exhibited corrosion on the adhesive around the objective lens a chipped acoustic lens. There was no patient involvement.